Event description:
Per new information received from the customer on 09/22/2023 1. The procedure was upper with eus. 2. Position was rn manager.

Manufacturer narrative:
Per new information received from the customer on 09/22/2023 1. The procedure was upper with eus. 2. Position was rn manager.

Manufacturer narrative:
This report is submitted for correction of the g3 of the initial report (report#3002808148 - 2023 - 09404). The correct aware date of the initial report is: 08/15/2023.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, missing piece / chip / parts fell off on probe unit shielding on the probe harness is damaged and causing interference in the ultrasound image. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: leaking at distal end, missing single component, paste-like, thixotropic adhesive (ke45); bending section cover or distal sheath rubber uneven; bending section cover or distal sheath rubber glue recommended to be changed; light guide lens peeling on cement; ultrasound medical products had shadow in echo signal; insertion tube recommended for repair; cut/scratch on insertion tube; use barcode on control body; and control knob play was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.